Manufacturer narrative:
(B)(4). Follow up report sent to FDA on 12/24/2014.

Event description:
According to the reporter: total lap hysterectomy. The needle broke in half and they were able to retrieve it from the patient. No extension of or time no blood loss. No tissue damage. According to the scrub tech who was in the room, the broken needle was seen visually and retrieved. Both parts of the needle are being returned, as well as the device and packaging. The vaginal cuff was being sutured. The patient is doing okay post-op.

Manufacturer narrative:
(B)(4).